Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, white calcification in the surface of the device and wear abrasion. Leak test was performed and found opening on anterior and posterior . A microscopic analysis was performed which identify four opening sharp in the device, striated opening in the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two sharp opening in the anterior assessed as to unidentified (tear) opening. A striated opening in the anterior side assessed as surgical damage. Two sharp opening in the posterior assessed as to unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.